Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4018 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, uterus). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 882184) for female sterilisation. The patient had a medical history of hypertension, asthma, anxiety, abdominal pain, anxiety depression, pelvic pain, parity 3, multi gravida and marfan's syndrome. Previously administered products included: mirena. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3756 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2011 as per mr (B)(6) 2011 discrepancy noted: removal date as per argus (B)(6) 2022 as per mr: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2019: mildly prominent aortic root 4 cm, no dissection mr chest angiogram (B)(6) 2018: mild enlargement of the sinuses of valsalva, as measured above, without further mr angiographic evidence for dilatation of the thoracic aorta. [Hysterosalpingogram] (date unknown): findings: the proximal marker of the outer coil is not visible on the right side. Otherwise, the device placement appears to be appropriate. A catheter is visible within the endometrial cavity. The uterine cavity appears to be normal in shape. Small polypoid extensions of contrast are visible from the fundal portions of the endometrial cavity and uterine cornua. No contrast is visualized beyond the distal marker of the outer coil. Impression: 1. The proximal marker of the right outer coil is not visible. Otherwise, the essure devices appear to be in appropriate position and the tubes appear to be occluded. [Pathology test] on (B)(6) 2022: diagnosis: a) uterus, cervix & fallopian tubes, hysterectomy & bilateral salpingectomy (82 gm): secretory phase endometrium. Cervix with squamous metaplasia. Myometrium and fallopian tubes with no significant diagnostic abnormalities. No atypical hyperplasia, dysplasia or malignancy identified. Gross description: the right fimbriated fallopian tube measures 8.0 cm in length and 0.4 cm in diameter. The left fimbriated fallopian tube measures 7.3 cm in length x 0.7 cm in diameter. [Ultrasound scan vagina] on (B)(6) 2021: anteverted uterus measuring 7.4 x 4 .7 x 4.1 cm. No fibroids or masses. Adnexal are normal with no cysts or masses. Bilateral coils seen. Abdominal ultrasound (B)(6) 2020: mild diffuse hepatic steatosis the most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received : lot number added. Reporters information patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 882184) for female sterilisation. The patient had a medical history of hypertension, asthma, anxiety, abdominal pain, anxiety depression, pelvic pain, parity 3, multi gravida and marfan's syndrome. Previously administered products included: mirena. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3756 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2011 as per mr (B)(6) 2011. Discrepancy noted: removal date. As per argus (B)(6) 2022 as per mr: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2019: mildly prominent aortic root 4 cm, no dissection mr chest angiogram (B)(6) 2018: mild enlargement of the sinuses of valsalva, as measured above, without further mr angiographic evidence for dilatation of the thoracic aorta. [Hysterosalpingogram] (date unknown): findings: the proximal marker of the outer coil is not visible on the right side. Otherwise, the device placement appears to be appropriate. A catheter is visible within the endometrial cavity. The uterine cavity appears to be normal in shape. Small polypoid extensions of contrast are visible from the fundal portions of the endometrial cavity and uterine cornua. No contrast is visualized beyond the distal marker of the outer coil. Impression: 1. The proximal marker of the right outer coil is not visible. Otherwise, the essure devices appear to be in appropriate position and the tubes appear to be occluded. [Pathology test] on (B)(6) 2022: diagnosis: a) uterus, cervix & fallopian tubes, hysterectomy & bilateral salpingectomy (82 gm): secretory phase endometrium. Cervix with squamous metaplasia. Myometrium and fallopian tubes with no significant diagnostic abnormalities. - no atypical hyperplasia, dysplasia or malignancy identified. Gross description: the right fimbriated fallopian tube measures 8.0 cm in length and 0.4 cm in diameter. The left fimbriated fallopian tube measures 7.3 cm in length x 0.7 cm in diameter. [Ultrasound scan vagina] on (B)(6) 2021: anteverted uterus measuring 7.4 x 4 .7 x 4.1 cm. No fibroids or masses. Adnexal are normal with no cysts or masses. Bilateral coils seen. Abdominal ultrasound (B)(6) 2020: mild diffuse hepatic steatosis. Lot number: 882184. Manufacture date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.